Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became hot to touch after being connected to a power source. Subsequently, multiple temperature alarms occurred. The customer's blood glucose level was 120 (mg/dl). Reportedly the customer had an alternate pump and manual injection supplies for insulin therapy.